Manufacturer narrative:
Date rec'd by MFR: 24oct2019 date of report: 25oct2019 the field service engineer performed an evaluation and confirmed the reported problem. The field service engineer then replaced the oxygen manifold to resolve the issue. The field engineer performed functional and specified requirement tests after the repair. The unit was then returned back to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported oxygen manifold failure. The tank port was leaking on a newly received unit. There was no patient involvement.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported oxygen manifold failure. The tank port was leaking on a newly received unit. There was no patient involvement.